Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. In addition, a secondary issue was noted; the meter's battery compartment was found to be contaminated, causing power issues. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared at 11:15am on (B)(6) 2016. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that 10 minutes after the alleged product issue first occurred they developed the symptoms of ¿sweaty, lightheaded and dizziness¿. As a result of these symptoms the emergency medical services were called and the patient was treated by a healthcare professional (hcp). The hcp gave the patient ¿x2 units of (glucose) syrup)¿ after measuring the patient¿s blood glucose and obtaining a result of ¿24mg/dl¿ on the ems meter at 11:20am. The patient then had their blood glucose measured again after receiving treatment and obtained a result of ¿96mg/dl¿ on the ems meter. At the time of troubleshooting the cca noted that there was no misuse of the device and the patient was not using the device for the first time. The alleged issue could not be resolved with troubleshooting. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose using the subject meter. As a result of this the patient developed symptoms which are suggestive of serious injury and required medical intervention from a hcp.